Event description:
It was reported that on (B)(6) 2022 a 25mm navitor (serial number (B)(4)) was selected for implantation. The sizing of the annular dimensions was 21-23mm. There was no interaction between the delivery system and the deployed valve, and there were no difficulties in deploying valve. After the device was released with a depth of 1mm at the non-coronary cusp (ncc) and 2mm at the left coronary cusp (lcc), the valve migrated upwards. It was noted that there was little calcification on the annulus and that a balloon valvuloplasty was not done prior to implant. The device was snared and moved to the ascending aorta, and the physician knew that this was against the instructions for use (IFU). A 23mm non-abbott device was implanted within the first valve to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.